Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while injecting into a patient the needle dislodged from the hub/protective covering mechanism causing spray into staff members eyes. There was patient involvement, and no patient harm/adverse event reported.